Event description:
It was reported that a patient underwent an incisional hernia repair procedure in 2009. The patient then underwent a left nephrectomy procedure on an unknown date. The patient underwent a second hernia repair procedure on an unknown date. A small well delineated defect was noted in the mesh with a small bowel incarceration and small bowel obstruction. The operating surgeon reported that the hole in the mesh was a perfect circle and possibly could have been caused by a trocar in the earlier nephrectomy case which done by a different surgeon.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.